Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.0, re-test: 2.8. Tests were performed minutes apart using different fingers. Therapeutic range: 2.0-3.0; target value: 2.5.

Manufacturer narrative:
Investigation pending.